Event description:
The user facility reported a 49-year old patient was implanted with an impella device for mechanical circulatory support. During escalation to another impella device¿s support, blood began to pool from under the patient's access site. A cutdown was performed to control the bleeding, but the patient became hypotensive and coded. An unspecified quantity of packed red blood cells and fresh frozen plasma were administered. Cardiopulmonary resuscitation (CPR) was also initiated. The patient stabilized and pacing wires were placed to assist with bradycardia, but the patient coded a second time. After thirty additional minutes of CPR, medical staff decided to halt support and called the time of death.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: assess access site for bleeding and hematoma. Remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site. Potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.